Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) displayed a controller failure upon startup. The pump had not yet been connected to the console at the time of the noted failure. The aic was swapped as a result of the failure and support proceeded as intended. There was no patient harm or involvement reported.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The aic was returned for evaluation. Upon functional inspection, the optical bench was parameters were tested and found to be within specification. Data logs were reviewed which confirmed a controller error, which was specifically for a defective optical sensor lamp. However, since the complaint could not be reproduced during testing, the root cause was most likely an intermittent failure of the optical bench.